Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed pacing below the programmed lower rate. Telemetry strip showed skipped cycles with no ventricular paced events. The device remains in use. No patient complications have been reported as a result of this event.